Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips from lot #1bpeh02a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that within 10 minutes she obtained blood glucose readings of hi (indicative of reading above 600 mg/dl), 109 mg/dl, 172 mg/dl, 143 mg/dl, 146 mg/dl, 201 mg/dl, and 131 mg/dl with the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.